Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken battery tube threads, minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. The test battery cap was able to twists into the battery tube threads and to remain in place.

Event description:
Customer reported that a piece around the battery compartment had broken off. As a result, the customer stated that the battery would not stay in place. Customer's blood glucose was unknown. The customer was unaware how the damage had occured. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.